Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, infection, pain, swelling, abscess. Patient has radiation tx-head / neck area, illness requiring steroids, blood coagulation disorder and compromised immune resistance. She is smoker.